Event description:
It was reported that the patient has facial stimulation. Testing showed a short circuit between electrode channels 5 and 6, with electrode channels 1, 2 and 7 showing hi. The parents of the patient told the audiologist that during implantation surgery, the surgeon told them that the facial nerve was not located in the usual area and insertion was difficult. The patient has had intermittent facial stimulation since the first fitting. During fitting, when only one channel is stimulated, there is no facial stimulation. It only appears when all the channels are activated, even if only 6 are activated. The patient is not using the speech processor because of the facial stimulation. The parents told the audiologists that the patient fell over twice after surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.